Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found out that the right ventricle (rv) lead was oversensing noise. Programming changes were made. The patient was stable.